Event description:
Product: freestyle libre 3 plus sensor used with the freestyle libre 3 app on iphone (ios). Manufacturer: abbott diabetes care. Companion remote-monitoring app: librelinkup. Problem type: device/software quality problem -- usability design defect causing silent loss of data upload and remote caregiver monitoring. No injury occurred; reporting as a near-miss with potential for serious injury. What happened: on approximately (B)(6) 2026, the freestyle libre 3 app silently stopped uploading my glucose data to the libreview cloud. Because real-time readings continued to display normally on my own phone via the direct sensor connection, there was no visible sign on the main screen that anything had failed. The interruption also halted all data and alarm relay to my caregiver (my spouse) through the librelinkup app, leaving her with no readings and no low-glucose alerts for roughly twelve days. The cause, once I found it, was that the app had begun requiring a mobile phone number to be added and verified on the "my account" screen. This requirement was indicated only by a small, faint, unlabeled blue dot on the account menu. There was no warning banner, no push notification, no error message, and nothing anywhere stating that data synchronization to libreview and remote sharing via librelinkup had stopped or were being withheld pending this action. After I happened to notice the dot, added my number, and entered the sms verification code, normal cloud syncing resumed within about five minutes. Why this is a safety concern: I have hypoglycemia and do not reliably wake to my own low-glucose alarms. My spouse's remote monitoring through librelinkup is the backup that reliably wakes her, and it is a deliberate safety redundancy for exactly this failure mode. An account action that silently disables the upload pathway -- and therefore the entire caregiver alarm path -- without any clear warning creates a direct, unannounced gap in overnight hypoglycemia protection. A user in this situation could go days unaware that their caregiver alerting has been switched off. Requested corrective action: any account state or required action that interrupts data upload to libreview or sharing to librelinkup should generate a clear, explicit warning and/or push notification stating that monitoring and remote sharing have stopped -- not a passive, unlabeled (ui- user interface) indicator. The app should also surface a visible "last uploaded" status and alert the user when uploads lapse.